Event description:
It was reported that while in use, although it does not have to be on a patient, the cardiosave intra-aortic balloon pump (iabp) unit do not maintain the correct time. Over the course of a day or 2, the date and time keeper on the cardiosave lags behind real time. Customer reports that this has been noticed several times by staff members who correct the time in the preferences menu, but eventually the time does not keep up and lags behind. There was no patient harm.

Manufacturer narrative:
Additional information: e1 (event site telephone(B)(6) ), e3 is unknown (initially it is submitted as "administrator/supervisor"). It was reported that cardiosave intra-aortic balloon pump (iabp) iabps do not maintain the correct time. A getinge field service engineer (fse) evaluated unit and confirmed buzzed around and checked our cardiosave for time discrepancies and the results are inconclusive. A pump that was off over four minutes ten days ago is now only 12 seconds off. Fse guessing someone set it. There were two pumps that had the same cycles and hours from 10/3. One lost 30 more seconds for a total of 51 seconds from the initial set time on 9/29. The second pump was off 1 minute 2 seconds from the initial set on 9/29 which was the same last it was checked on 10/3. There is definitely a problem with these as they lose time faster while pumping on patients. There was a patient involvement but no harm reported. H3 other text : fse did not visit the site.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit do not maintain the correct time. Over the course of a day or 2, the date and time keeper on the cardiosave lags behind real time. Customer reports that this has been noticed several times by staff members who correct the time in the preferences menu, but eventually the time does not keep up and lags behind.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.